Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 56 mg/dl. The customer was admitted to (B)(6) hospital on (B)(6) 2015. The customer was stabilized and then released.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.